Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that (B)(6) 2025, the patient was in shock and required a deep venous catheter for rapid and large-volume fluid infusion and infusion of vasoconstrictor drugs. Under ultrasound guidance, the blood vessel was punctured normally, and after inserting the guidewire, it was found that there was a "burr" at the tip of the dilator, which made it impossible to expand the skin smoothly. A new set was used and a new dilator was used, which successfully placed the catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported that "on (B)(6) 2025, the patient was in shock and required a deep venous catheter for rapid and large-volume fluid infusion and infusion of vasoconstrictor drugs. Under ultrasound guidance, the blood vessel was punctured normally, and after inserting the guidewire, it was found that there was a "burr" at the tip of the dilator, which made it impossible to expand the skin smoothly. A new set was used and a new dilator was used, which successfully placed the catheter." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".